Manufacturer narrative:
E1: name: abbvie inc street: 1 north waukegan road city: north chicago state: il zip code: 60064 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient experienced infection event. The patient went to the emergency room where she was hospitalized for cellulitis, and the doctor performed surgery to drain the abscess. The patient was treated with antibiotics.